Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that patient presented to the hospital with symptoms of syncope. The device was unable to be interrogated and telemetry communication could not be established. Previous interrogation session showed premature battery depletion. Due to patient¿s heart block the device reached end of life due to premature battery depletion which caused patient¿s syncope. Device replacement was recommended and patient continued to be monitored. Patient later presented for device replacement. The device was explanted and replaced. Patient is stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-24942 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide). Please retract manufacturer report 2938836-2017-24942 .